Manufacturer narrative:
The reported event of low pacing lead impedance could not be confirmed. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage. Unable to perform the lead impedance test due to the lead was returned with the connector portion only.

Event description:
Related manufacturer reference number: 2017865-2021-39464. It was reported that the right atrial and right ventricular leads bot exhibited low impedance. Both leads were explanted and replaced. The patient was in stable condition.